Event description:
Customer reported discrepancies in results between the 2_cell screen assay, and the 4_cell screen assay when testing pt samples on galileo. Anti-e, anti-s and anti-m were identified in different pt samples. Customer received negative reactions with some samples when running the 2_cell assay and positive reactions with the same samples when running the 4_cell assay. They also received negative reactions with the 4_cell assay and positive reactions with the 2_cell assay when running the same samples.

Manufacturer narrative:
Review of the instrument images for all samples in question did not indicate an roi misplacement; roi's appeared to be within specs. The presence of the e, m and s antigens was confirmed on retention crrs, lot x160. Customer did not return samples for investigation testing. It is not possible to rule out the samples as a cause of the event.